Manufacturer narrative:
D10: 142-36-93 - cocr fem head 36mm -3.5 offset 12/14: 1288844. 160-70-13 - nv cemented plus std size 13: 1489814. Pc-12 - stem centralizer 12mm: 1464753. 217-22-052 - non-exactech- pinnacle shell. 1217-25-500 - non-exactech- screw unknown - acetabular liner. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a hip clinical study a patient underwent a right total hip arthroplasty approximately 15 years ago. Subsequently, approximately 2 years post initial surgery, the patient developed pain in the lateral right thigh. Approximately 1 year following the onset of pain, the patient was treated with steroid injection and ice and pillow between legs at night. Patient outcome was reported as resolved at some point between the 6-year post operative visit and the 10-year post op visits. No surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b. The reason for the clinical symptom of pain cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.